Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a removal surgery with wound debridement and repair of an incisional hernia on (B)(6) 2016. It was reported that during the surgery, the surgeon noted ¿an abscess and a tract that led from the skin down to the obvious palpable visible mesh. The fistula tract was cored out to expose the fascia and the mesh was excised.¿ it was reported the wound was packed and left open to heal by secondary intent. It was reported patient underwent a laparotomy with removal of the remaining infected mesh material and lysis of adhesions on (B)(6) 2016. It was reported patient presented to ER on (B)(6) 2016 with severe pain, tachycardia, an enterocutaneous fistula and a thickened loop of small bowel. No details are provided regarding treatment received during this hospital stay of three days. It was reported patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2017; however no details are provided from this surgical procedure. It was reported the patient continues to experience severe pain, hospitalizations, hernia recurrence, inflammation, infection and fistula, limitations on physical activity, multiple removal surgeries and stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to FDA; (B)(4) 2018. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 08/28/2020.